Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17764307l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: pentaray navigational eco catheter, us catalog #: d128211, lot #: 17762951l. Soundstar eco catheter, us catalog #: 10439236, lot #: g9058699. Smartablate generator, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Soundmap was created using the soundstar eco catheter and soundmerge was performed. Left and right pvi was completed. Post-ablation, the patient became hypotensive and a pericardial effusion was confirmed via echocardiography. Pericardiocentesis yielded an unspecified volume of venous blood. Patient was reported to be in stable condition. There is no information about the hospitalization. Physician indicated that it is unknown when the adverse event occurred, but it may have been during insertion of the sheath into the left atrium. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information on the event was received on may 16, 2018. It was reported that a (B)(6) year-old (B)(6) kg male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Patient did not require extended hospitalization as a result of the adverse event. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician indicated that it is unknown when the adverse event occurred, but it may have been during insertion of the sheath into the left atrium. There were no issues, errors, or malfunctions reported on any biosense webster, inc. Products or equipment during the procedure. Transseptal puncture was performed with an unspecified product. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding shaft proximity interference value, catheter proximity, or catheter re-zeroing. Therefore, patient age at the time of event, age unit, sex, weight of the patient, and weight unit were added. Manufacturer¿s reference number: (B)(4).